Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows only the stent component. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. No other damage was observed. The issue reported in the complaint regarding the deployment difficulty cannot be evaluated through the photo provided and the issue regarding incomplete expansion was not confirmed as the stent was noted to be fully expanded. However, the issue reported regarding the stent being separated prematurely from the delivery wire and withdrawal difficulty was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. It should be noted that the device was reported as discarded; therefore, no further analysis can be performed. However, if additional information is received at a later time, the investigation will be updated accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9568613. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9568613) was advanced to the target site and its release was initiated. The stent did not fully open or expand as intended. The physician tried to adjust the stent; the distal end of the stent migrated to the distal end of the lesion site. The physician tried to retract the stent back into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown), but the stent could not be retracted. The physician then delivered an intermediate catheter (competitor brand) toward the distal end and removed the microcatheter and the stent from the patient. It was reported that the stent was found prematurely detached from the delivery wire. The physician replaced the stent to complete the procedure with the original microcatheter and intermediate catheter. There was no report of any negative patient impact. A photo of the stent was included in the complaint. The photo will be reviewed by the product analysis team. On (B)(6) 2025, additional information was received. Per the information, the procedure was an angioplasty procedure targeting the c4-c5 segments of the internal carotid artery (ica). The goal was to treat a stenosis. The target vessel was tortuous. There was no evidence of obstructed blood flow due to the reported issue. The information indicated that the temperature indicator label on the inner pouch had not been checked. Continuous flush had been maintained through the microcatheter. The information also clarified that the intermediate catheter was used to remove the microcatheter and the stent. Aside from the premature detachment of the stent, there was no damage noted on the stent / stent delivery system when the device was removed. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The information confirmed there was no negative patient impact and no clinically significant delay in the procedure.